Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension. Analysis of the stimulation lead (serial number (B)(4)) found no anomalies; analysis of the stimulation lead (serial number (B)(4)) found that the lead body had been cut through, but had no significant anomalies; analysis of the extensions (serial numbers (B)(4)) found that the extension body conductors were broken at the proximal side of transition. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a sudden loss of therapy and a return of pain symptoms. There was an issue with the leads not working properly, either broken or pinched off.

Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), explanted: (B)(6) 2016, product type: lead. Product ID: 3778-45, serial# (B)(4), explanted: (B)(6) 2016, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension.

Event description:
Additional information was received from the manufacturer¿s representative reported that the physician performed a revision where th e implantable neurostimulator (ins) system was replaced. Before the revision procedure, impedances were checked and both leads showed high impedances. Also, when the doctor removed the extensions they noticed that on the distal end of one extension that the sheathing had separated about 3 inches up. It was reported that the device system revision resolved the issue.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that both of the leads from that were explanted on (B)(6) 2016 had broke. The first lead broke in (B)(6) 2016, and the second was discovered to be broken on the day of the surgery. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.